Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the application software for the imaging system did not start normally. The site was unable to open the gantry door on the imaging system as well. The site was able to troubleshoot the issue to use the imaging system for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.